Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while clipping cystic duct with a er320, the clip would not come out automatically. Surgeon fired again and most of the clips slid out off the applier and dropped into the pt's abdominal cavity. The surgeon took those clips off as much as he could. Another instrument was used to complete the case. The pt had an extended operating room time.